Manufacturer narrative:
Product event summary: the device was returned and analyzed. Visual inspection of the sheath showed that the shaft was kinked/twisted twenty-three inches from the tip. Functional testing showed that the deflection mechanism was working fine and the pull wire was not broken. In conclusion, the reported issues of a shaft kink was confirmed through testing. The sheath failed the inspection due to a shaft kink near the tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the catheter tip broke off but was retrieved. Additionally, the sheath looked kinked when rotated clockwise. The case was completed with cryo. No patient complications have been reported as a result of this event. The sheath subsequently tested out of specification per the manufacturer's investigation.